Event description:
The patient's left hypogastric artery had previously been embolized. The aneurysm was surrounded by thrombus in both the aorta and the left iliac artery. Placement of the endovascular graft was successful. However, the selected graft in the contralateral limb of the main body graft did not extend past the emobilzed hypogastric artery. The physician placed another iliac leg graft distal to the initial contralateral leg in order to extend the graft and provide full coverage of the iliac aneurysm. The deployed ipsilateral iliac leg graft achieved the desired landing site. Final angiogram viewed a good seal of the graft at the proximal and distal fixation sites. No endoleaks were viewed.